Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the v60 ventilator turned on the unit went to vent inop with an alarm message of data acquisition pcba adc (printed circuit board assembly/ analog digital converter) reference failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: through follow-ups, customer indicated that customer could not find any documentation regarding the repair unit. In addition, customer stated that the unit was not in their location to be sent to service center for repair and there is no history log of the reported problem. Resolution and disposition: field service technician indicated that work order has been canceled due to multiple attempts were made to customer regarding the pending device delivery to service center, but no response. Upon follow-ups, the service technician stated that the unit has no history of failure documented in the system. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the unit was not repaired; therefore, no root cause could be determined.